Event description:
The customer reported that: "this is a medical device vigilance report concerning two 2-diameter drill bits, part number 703690, that occurred on (B)(6) 2026 in the operating room. Description of the event: - the first drill bit broke during drilling upon contact with the existing pin. - the second drill bit broke spontaneously during drilling. Consequence: the tips of both drill bits remained in the patient¿s bone. A third drill bit had to be used. The procedure was extended by approximately 15 minutes."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.